Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting a new infusion set and installed the reservoir into a medtronic 5 series insulin pump; the fluid flowed through the infusion set and out the catheter tip. Conclusion the reservoir is not occluded and did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose level was 463 mg/dl. Troubleshooting for motor error alarm was performed. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm was resolved by an infusion set change. Customer advised they would like to return the set for analysis but not the reservoir.